Event description:
It was reported to boston scientific corp that a radial jaw 3 pulmonary single-use biopsy forceps was used during a bronchoscopy procedure, performed on (B)(6) 2009. According to the complainant, upon removal of the first biopsy, it was noticed that the pull-wire was bent. The device was then removed with the biopsy sample from the scope without any difficulty. No delay to the procedure was reported. The procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).